Manufacturer narrative:
Additional devices listed in this report:cat 80-4411l scorpio nrg cr femoral component left #11 lot code mjj8w3.cat 7115-0011 series 7000 standard tibia, lot code mkjehx.cat 73-20-0710 scorpio m-dome x3 patella, lot code 6apk.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as they remian implanted. Additional information has been requested and if received, will be provided in the supplemental report. Devices implanted.

Event description:
Patient reports pain and swelling. Patient reports that doctor quit his practice 60 days after surgery. Patient went for second opinion and reports that doctor doesn't want to "follow the original doctor's work". Patient has been getting nerve block injections for pain. Patient states he is happy with device but is looking for guidance for another doctor.

Manufacturer narrative:
An event regarding pain involving a scorpio insert was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded: ¿xray copies available for review include a series dated (B)(6) 2011, which is an ap and lateral of the left knee demonstrating a cemented left total knee arthroplasty with a drain and dressing in situ. The components appear in nominal position. There is no evidence of any clinical problems related to the total knee arthroplasty components in this case.¿ device history review: bmr review was satisfactory. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the reported pain could not be determined based on the limited information provided, however there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. Additional devices listed in this report: cat 6197-9-001 simplex p with tobramycin 1 pack lot code mhs058.

Event description:
Patient reports pain and swelling. Patient reports that doctor quit his practice 60 days after surgery. Patient went for second opinion and reports that doctor doesn't want to "follow the original doctor's work". Patient has been getting nerve block injections for pain. Patient states he is happy with device but is looking for guidance for another doctor.